Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4) are related to the same incident.

Event description:
It was reported that a (B)(6) male patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool&#59411;smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After ablation was completed, the patient became hypotensive and diaphoretic. Tamponade was confirmed via soundstar ultrasound catheter. The patient was reported to be in stable condition at the time of complaint report. The patient did not require extended hospitalization as a result of this adverse event. The patient has since fully recovered. There were no factors cited that may have contributed to the adverse event. The physician's opinion regarding the cause of the adverse event was that it was procedure-related. The physician believes that the injury was a result of advancing the webster cs catheter too far into the coronary sinus, resulting in the rupture of the distal portion of the coronary sinus. No transseptal puncture was performed. Sheath used was a st. Jude medical agilis 8.5 french. Generator parameters at the time of injury: power control mode at 30 watts, not titrated, with cutoff at 50 watts. Temperature was at 41°c, with a cutoff at 50°c. The impedance was at 121 ohms. The overall ablation time and last ablation cycle time at the site of injury were not reported, as there was no ablation at the site of injury. Irrigated catheter flow was set at 17ml/min during ablation up to 30 watts. Ablation did not exceed 30 watts. The patient received anticoagulant during the procedure with activated clotting times maintained between 300-350 seconds. Spi value was zero. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 piu. Carto 3 system did not indicate to re-zero the catheter. There were no error messages observed on any bwi equipment during the procedure.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter was tested on carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features was evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was tested for deflection and the catheter failed. Afterwards, it was noticed that the t-bar slid down from its place. Further investigation revealed residues of polyurethane (pu) application at the t-bar anchored place. Additionally catheter deflection is verified several times before leaving the facilities. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed deflection tests; however the root cause of the t-bar displacement cannot be determined. There was evidence of a proper manufacturing assembly. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.